Event description:
It was reported that: "manta failure/conversion to open repair occurred. Patient was treated for tavr. Implanted a 29mm s3 +4 and used a 16f e-sheath on patients left common femoral artery. Depth measured 3.25+1. 18f manta was deployed successfully, using a 60 degree angle to deploy. Upon final angiogram occlusion/dissection was observed; indeterminate whether the manta caused the occlusion or if it was due to the size of the e-sheath expanded with the s3 passing through. Surgical repair was performed using a patch and no clinical sequela was observed. Patient doing well and no need for letter to physician. No materials were available to send in for observation." Additional information: "micro puncture and ultrasound were utilized to gain access in the left cfa. Vessel had mild calcium posterior/medial. 50mg protamine was given when sheath was removed. Vascular surgeon mentioned the footplate was not positioned properly but was unsure if the cause was from the device or from the dissection that was present upon closure. Manta was explanted and discarded."

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "manta failure/conversion to open repair occurred. Patient was treated for tavr. Implanted a 29mm s3 +4 and used a 16f e-sheath on patients left common femoral artery. Depth measured 3.25+1. 18f manta was deployed successfully, using a 60 degree angle to deploy. Upon final angiogram occlusion/dissection was observed; indeterminate whether the manta caused the occlusion or if it was due to the size of the e-sheath expanded with the s3 passing through. Surgical repair was performed using a patch and no clinical sequela was observed. Patient doing well and no need for letter to physician. No materials were available to send in for observation." Additional information: "micro puncture and ultrasound were utilized to gain access in the left cfa. Vessel had mild calcium posterior/medial. 50mg protamine was given when sheath was removed. Vascular surgeon mentioned the footplate was not positioned properly but was unsure if the cause was from the device or from the dissection that was present upon closure. Manta was explanted and discarded."

Manufacturer narrative:
(B)(4). The customer report of vessel stenosis/occlusion was able to be confirmed by visual inspection of the customer supplied photos and v ideo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. As per the additional information received, access was gained using ultrasound and a micro puncture kit. Only one attempt was needed. The access location was the left common femoral artery. Mild wall calcification was seen posterior/medial. No circumferential wall calcification was noted. 50 protamine was given when the sheath was removed. The manta was deployed at the measured depth. The manta device was explanted during surgical cutdown. The physician noted that the footplate was not positioned correctly but was unsure if the cause was from deployment or dissection that was present upon closure. The manta was explanted and discarded. Without the device to evaluate, the probable cause could not be determined with the available information. Teleflex will continue to monitor and trend for reports of this nature.